Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced air embolism. During a routine follow up of a percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath (clear) - us was selected for use. An MRI taken the day after the surgery on a patient from the february 20th case revealed a very small amount of air. The patient was asymptomatic, and no specific treatment was required. The device is not expected to return as it was disposed.

Event description:
It was reported that a patient experienced air embolism. During a routine follow up of a percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath (clear) - us was selected for use. An MRI taken the day after the surgery on a patient from the february 20th case revealed a very small amount of air. The patient was asymptomatic, and no specific treatment was required. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.